Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this brady lead was part of a system revision due to infection. Furthermore, it was noted that the patient had septicemia and vegetation on the leads was also noted. There were no additional adverse effects reported. The brady lead was explanted.